Event description:
On 26th august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the rust was found on the outside arm cover at the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury. Further clarification from getinge technician and subject matter expert indicated that issue occurred on demonstration device, not in a medical facility, the surgical light was not being used for patient treatment or diagnosis. Based on that additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of particles falling off into sterile field or during procedure, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 investigation findings deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the rust was found on the outside arm cover at the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 26th august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the rust was found on the outside arm cover at the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury. Further clarification from getinge technician and subject matter expert indicated that issue occured on demonstration device, not in a medical facility, the surgical light was not being used for patient treatment or diagnosis. Based on that additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of particles falling off into sterile field or during procedure, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none initially provided information was pointing to corrosion. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by getinge technician and subject matter expert issue occured on demonstration device and not in a medical facility. It was determined that the issue investigated herein is not safety and risk related as the device was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Manufacturer narrative:
Event site name: getinge polska sp. Z o.o. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 26th august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the rust was found on the outside arm cover at the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury.